Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014, device evaluation: a retained sample from the same lot number was tested. No failures were observed during incoming inspection. A visual inspection of the cartridge was performed by product analysis on (B)(4) 2014 as follows: no damage or defects were noted. Leak, force, and fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #2, date of submission 08/08/2014. The device has been returned to animas and evaluated by product analysis on (B)(4) 2014 as follows: a visual inspection of the cartridge was performed. No damage or defects were noted. A force and fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. The reporter stated that recurrent loss of prime warnings had occurred. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.